Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy, rash, breast mass, rectocele repair, ovarian cyst, left lower quadrant pain, endometriosis, pelvic adhesions and morbid obesity. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pain ("pain, body pain"). In 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and stress urinary incontinence ("bladder or urinary problems or changes: sui"). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced weight increased ("weight gain"), pelvic prolapse ("pelvic organ prolapse") and peripheral swelling ("other injury(ies) or complication(s): swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("autoimmune disorder-type of disorder: arthritis"), fibromyalgia ("autoimmune disorder-type of disorder: fibromyalgia"), pain in extremity ("pain, bilateral leg pain") and abdominal pain ("left abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy, oophorectomy (one side) to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthritis, migraine, pelvic prolapse, urinary incontinence, stress urinary incontinence, peripheral swelling, abdominal pain and pain outcome was unknown, the menorrhagia, vaginal haemorrhage, headache, fatigue, weight increased and alopecia was resolving, the fibromyalgia and pain in extremity had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, arthritis, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, pelvic prolapse, peripheral swelling, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary inconsistency, pelvic prolapse, menorrhagia, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 30-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, new events menorrhagia, vaginal haemorrhage, arthritis, fibromyalgia, pain in extremity, migraine, headache, fatigue added. Outcome for the events fibromyalgia and pain in extremity added as not recovered / not resolved, for events menorrhagia, vaginal haemorrhage, headache and fatigue added as recovering / resolving. On 2-apr-2018: mr received: new reporters, patient ethnicity and concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune arthritis ("autoimmune disorder-type of disorder: arthritis") in a 40-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to antibiotics, rash, breast mass, rectocele repair, ovarian cyst, left lower quadrant pain, endometriosis, pelvic adhesions and morbid obesity. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pain ("pain, body pain"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and stress urinary incontinence ("bladder or urinary problems or changes: sui"). On (B)(6)2016, 4 years 10 months after insertion of essure, the patient experienced weight increased ("weight gain"), pelvic prolapse ("pelvic organ prolapse") and peripheral swelling ("other injury(ies) or complication(s): swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain in extremity ("pain, bilateral leg pain") and abdominal pain ("left abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy, oophorectomy (one side) to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune arthritis, migraine, pelvic prolapse, urinary incontinence, stress urinary incontinence, peripheral swelling, abdominal pain and pain outcome was unknown, the menorrhagia, vaginal haemorrhage, headache, fatigue, weight increased and alopecia was resolving, the fibromyalgia and pain in extremity had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, pelvic prolapse, peripheral swelling, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary inconsistency, pelvic prolapse, menorrhagia, stress urinary incontinence quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune arthritis ("autoimmune disorder-type of disorder: arthritis") in a 40-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to antibiotics, rash, breast mass, rectocele repair, ovarian cyst, left lower quadrant pain, endometriosis, pelvic adhesions and morbid obesity. Concomitant products included acetylsalicylic acid (aspirin), bupropion (wellbutrin), calcium since 2012, colecalciferol (vitamin d), ibuprofen, meloxicam, obetrol (adderall) from 2011 to 2018, oxycodone, prinzide (lisinopril hydrochlorthiazide sandoz), solpadeine (tylenol 1), topiramate (topamax) and vicodin. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pain ("pain, body pain"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and the first episode of stress urinary incontinence ("bladder or urinary problems or changes: sui"). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced weight increased ("weight gain"), pelvic prolapse ("pelvic organ prolapse") and peripheral swelling ("other injury(ies) or complication(s): swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain in extremity ("pain, bilateral leg pain"), abdominal pain ("left abdominal pain"), ovarian cyst ("type of disorder or condition: ovarian cyst"), the second episode of stress urinary incontinence ("sui "), pelvic adhesions ("lysis of pelvic adhesion") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy, oophorectomy (one side) to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune arthritis, migraine, pelvic prolapse, urinary incontinence, peripheral swelling, abdominal pain, pain, ovarian cyst, the last episode of stress urinary incontinence, pelvic adhesions and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, headache, fatigue, weight increased and alopecia was resolving, the fibromyalgia and pain in extremity had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, back pain, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, ovarian cyst, pain, pain in extremity, pelvic adhesions, pelvic pain, pelvic prolapse, peripheral swelling, urinary incontinence, vaginal haemorrhage, weight increased, the first episode of stress urinary incontinence and the second episode of stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: hysterosalpingogram . Concerning the injuries in the case, the following ones were described in patient's medical records: urinary inconsistency, pelvic prolapse, menorrhagia, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Events back pain, ovarian cyst, stress urinary incontinence & pelvic adhesion were added. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune arthritis ('autoimmune disorder-type of disorder: arthritis') in a 40-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to antibiotics, rash, breast mass, rectocele repair, ovarian cyst, left lower quadrant pain, endometriosis, pelvic adhesions and morbid obesity. Concomitant products included acetylsalicylic acid (aspirin), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2011 to 2018, bupropion hydrochloride (wellbutrin), calcium since 2012, ethinylestradiol;levonorgestrel (seasonique) since 2011, etonogestrel (implanon) from 2005 to 2008, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazide sandoz), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, meloxicam, oxycodone, solpadeine (tylenol 1), topiramate (topamax) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pain ("pain, body pain"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and stress urinary incontinence ("bladder or urinary problems or changes: sui"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced pelvic prolapse ("pelvic organ prolapse") and peripheral swelling ("other injury(ies) or complication(s): swelling"), 4 years 10 months after insertion of essure. On (B)(6) -2017, the patient experienced ovarian cyst ("type of disorder or condition: ovarian cyst") and pelvic adhesions ("lysis of pelvic adhesion"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), pain in extremity ("pain, bilateral leg pain"), abdominal pain ("left abdominal pain"), back pain ("back pain") and procedural pain ("since surgery I haven¿t feel like that, but pain made always helped somewhat on real bad days."). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy, oophorectomy (one side) to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune arthritis, migraine, pelvic prolapse, urinary incontinence, stress urinary incontinence, peripheral swelling, abdominal pain, pain, ovarian cyst, pelvic adhesions, back pain and procedural pain outcome was unknown, the menorrhagia, vaginal haemorrhage, headache, fatigue, weight increased and alopecia was resolving, the fibromyalgia and pain in extremity had not resolved and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, back pain, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, ovarian cyst, pain, pain in extremity, pelvic adhesions, pelvic pain, pelvic prolapse, peripheral swelling, procedural pain, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: hysterosalpingogram. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary inconsistency, pelvic prolapse, menorrhagia, stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received- new event since surgery I haven¿t feel like that, but pain made always helped somewhat on real bad days was added. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.